Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical and food intervention. It was reported that the consumer received a result of 439 mg/dl on their blood glucose meter at 10:33am and based on that result, the consumer administered 8 units of insulin. An hour later at 11:33 am, the consumer performed another glucose test getting a result of 413 mg/dl. According to the consumer, he cannot unresponsive by his spouse who called 911 for medical intervention. When the emts arrived, they performed a blood glucose test using their unk meter and they received a reading that did not register, according to the caller"... It was below 20". The consumer was not able to provide any info regarding the treatment by the emts nor could be provide any further info regarding his treatment at the hospital. The meter and test strips will be returned for eval. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer had expired control solution.

Manufacturer narrative:
Test strip lot # 1020213354, expiration date: 12/2015. Control solution lot # none. Nova max test strip insert - qc checking the system control solution test: the nova max control solution is used as a qc check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.